Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the manufacturer facility the trigger of the device was getting stuck in the on position. It was reported that the device stopped running when the trigger was released. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the manufacturer facility the trigger of the device was getting stuck in the on position. It was reported that the device stopped running when the trigger was released. No medical intervention and no adverse consequences were alleged with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
The device has not been returned for analysis at this time.

Manufacturer narrative:
The reported event of a sticking trigger was duplicated by a manufacturer service technician at a stryker foreign subsidiary during functional evaluation. A failed trigger assembly and slide switch were identified as the probable cause of the reported event.